Manufacturer narrative:
Several actions were taken through several visits. However, the failure mode was likely the ratio pump, which was replaced. The event symptoms are consistent with bubbles in the ratio pump. The manufacturer reference number for this event is (B)(4).

Event description:
A customer reported that their dxc 660i instrument generated false high na (sodium), cl (chloride) and co2 (carbon dioxide) results for 3 patient samples. Results were not reported out of the lab. When the issue was noticed, the samples were repeated on another dxc in the lab and those results reported.